Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 439 mg/dl at time of incident and the current blood glucose level was 353 mg/dl. Customer experienced leg pain. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did used to auto mode feature at the time of event. Customer was having high blood glucose because the sensor was not working and now they did not calibrate the sensor. The device will not be returned for analysis.